Event description:
It was reported that customer experienced malfunction alarm on pump, described as malfunction 12, with no additional details available about blood glucose values. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned to be returned for evaluation, and a replacement pump had already been provided while further investigation into malfunction history was pending.